Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 5024808/5025033, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the midline and pocket site. The patient had a high fever and was admitted to the hospital. The physician believed that the infection was not device related and that the cause was most likely due to patients pre-existing health issues. The patient was prescribed with antibiotics and underwent an explant procedure. The patient was doing well postoperatively.